Event description:
Boston scientific received information that this pacemaker was found to be programmed as doo and has been for several months. The patient's health care professional (hcp) consulted with boston scientific technical services (ts) as to why and it was determined that the patient may have had a procedure in which the programming mode was changed and then post procedure it was never changed back to where it should have been which is dddr. The programming was changed back to dddr. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.